Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that their olympus hd camera head had a cut cord and was not producing an image during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image appearing could not be identified. However, it¿s likely the cause is related to a faulty cable. Olympus will continue to monitor field performance for this device.